Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after 3 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced loss of consciousness and they required treatment of either glucagon, insulin, or other medication by a non-healthcare professional. There was no report of death or permanent injury associated with this event.